Event description:
In 2002, it was reported to arthrocare corp that a pt sustained a left ring extensor tendon injury following the use of a microcaps arthrowand for a scapholunate ligament thermal shrinkage. Additionally, it was reported that the pt sustained a burn at the entry site of the device. On 9/30/02, it was reported to arthrocare corp that the pt underwent a second procedure to repair the left ring extensor tendon injury (i.e. Tendon replacement procedure). No surgical or medical intervention was reported with respect to treatment of the burn.